Event description:
It was reported by the diabetes clinician that the customer needed assistance with finding settings in the insulin pump. Customer's current blood glucose level was 446 mg/dl. Customer was also in the hospital with high blood glucose levels. Customer was treated with an IV in the hospital. Customer went to the emergency room on (B)(6) 2011 and her blood glucose level was 600 mg/dl. The cause of the emergency room visit was high blood sugar and diabetic ketoacidosis. Customer was wearing the insulin pump at the time of the emergency room visit. Customer stated that when she inserted a new infusion set, insulin was not being delivered. Clinician was advised to troubleshoot for the customer's high blood glucose level. Clinician stated she will have customer call back to do troubleshooting once she has her supplies available. Insulin pump will need to be replaced. No add'l info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.